Event description:
The customer reported via phone call indicating that she had high blood glucose but not hospitalized. Customer's blood glucose was 415 mg/dl. The customer reported that they have a backup plan available. The customer was not treated for high blood glucose. The customer was advised that the bolus wizard was off and not programmed with customers settings. Customer was advised to speak to healthcare provider.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.